Event description:
Smart tools/smart cuffs continues to promote their non-listed automatic tourniquet pump on (B)(6) and (B)(6) and their website. They continually state their cuffs and pump are made in (B)(6). When searching for mfrs and contract mfrs for product category "kcy" there was only 2 FDA listed companies: zimmer biomet (which is not in (B)(6)) and is a direct competitor; criterion tool and die, which does not make tourniquet cuffs or automatic devices. The only conclusion that can be reached is that the cuffs and automatic pump are not made in an FDA registered facility. Lastly, this automatic pump has not been shown to have accurate limb occlusion pressure readings, potentially leading to life threatening complications. Would you please look into this? Unk, not believed to be an FDA listed company. FDA safety report ID# (B)(4).